Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during removal of the catheter, while deflating the balloon, the balloon did not deflate. The sterile water remained in the balloon and thus the balloon could not be deflated. It was decided to cut the tip where we infuse the sterile water in the balloon to force the liquid to flow away, but with no success. The liquid remained in the balloon. We performed the same action as a test to make sure of the right procedure with devices from the same lot number. Twice out of three times the balloon remained blocked, even if we cut the catheter just beside the balloon.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed 100% inspection. There was no complaint device returned for investigation. Since there was no sample returned, the investigation was conducted based on the document review. Non-deflation could have occurred due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that during removal of the catheter, while deflating the balloon, the balloon did not deflate. The sterile water remained in the balloon and thus the balloon could not be deflated. It was decided to cut the tip where we infuse the sterile water in the balloon to force the liquid to flow away, but with no success. The liquid remained in the balloon. We performed the same action as a test to make sure of the right procedure with devices from the same lot number. Twice out of three times the balloon remained blocked, even if we cut the catheter just beside the balloon.